Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) due inappropriate shocks. The clinicians deemed that the right ventricular lead delivered shocks because of oversensing due to lead fracture noise. It was noted that the lead integrity alert was triggered in july due to elevated impedance. The lead currently remains in use. It was further reported that the right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.